Event description:
A malfunction on a pump was reported by the caller. There was no reported adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, and the same malfunction code did not recur. Customer was advised to continue using the pump and to contact technical support again if the issue reappears.